Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the staples did not form properly. The reported condition occurred four times and the surgeon applied another device successfully. The hospital has reported not patient injury occurred.